Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs of three accucath ace devices were returned for evaluation. An initial visual observation of the first photograph showed the first device with the guidewire protruding from the flash notch opening. The safety mechanism was not activated and use residue was noted on the device. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the guidewire protruding from the flash notch. The second device in the first photograph did not appear to be damaged, and no obvious use residue was noted. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results

Event description:
It was reported that guidewire getting stuck in distal opening and tearing the catheter, safety not activating. No further details available or provided.